Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The cardiac assist account manager (caam) reported that she checked out the pump in-house. The helium tank was closed. Once the caam opened the tank 100%, the tank showed full volume at 100%. The caam used the pump for training for the next 2 hours, doing numerous autofill cycles and also showing the group how to change the tank. The tank remained full during the training and the pump worked well. The pump was not sent to biomed for evaluation. The caam was unable to reproduce the problem and the pump was put back into service.

Event description:
It was reported that while the intra-aortic balloon pump (iabp) was in use on a patient, the full helium tanks were reading as low helium. The pump was switched out. No adverse event was reported.